Manufacturer narrative:
Concomitant medical products: product ID: 309201, lot#: unknown, implanted: (B)(6) 2021, product type: screening device. Product ID: 306001, lot#: unknown, implanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 309201, serial/lot #: unknown; product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep), and from a friend/family member of the patient regarding a basic evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began (B)(6) 2021. It was reported that, per the manufacturer representative, the patient had¿dementia, was having a trial, and pulled the leads out on their own. An x-ray was planned to ensure the leads were removed. Per the patient's partner, the patient "had pulled the leads off and the device was no longer with [them]."